Event description:
Pt experienced numbness in the hip and thigh after surgery on sst using the combo hip and thigh pads. Pt came back to the ER complaining about pain. Surgeon believes it is because the pt is obese.